Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Additional testing (unknown brand) was performed on the same date and generated positive results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219953 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 219953, test base part number 195-430h / lot 217911r. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219953 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single use; device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Additional testing (unknown brand) was performed on the same date and generated positive results. Although requested, no additional information including patient treatment and outcome was provided.